Event description:
The customer reported that the 9800 system's left monitor was white, and would not display an image. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the single board computer, the backplane, the card cage, the on-off switch and the cable, the generator interface board, the image processor circuit board, and the hard disk drive. The system software and the configuration files were reloaded. The system was tested and operates as intended.